Event description:
The medical center reported that a highly agitated patient found a way to break the foam strap of the restraint. After they broke the strap they were able to get out of their bed and fell. No injuries were reported.

Manufacturer narrative:
Describe event or problem: the medical center reported that a highly agitated patient found a way to break the foam strap of the restraint. After they broke the strap they were able to get out of their bed and fell. No injuries were reported. Deroyal: the device has not been returned for evaluation at this time. The investigation into the root cause is in process.